Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted on (B)(6) 2015 for a gi bleed. Coumadin. Was withheld and was restarted once the bleeding stopped. The patient's inr would be maintained between 1.8-2.0. No further information was provided.

Manufacturer narrative:
Approximate age of device - 2 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the patient¿s reported gi bleed could not be determined through the evaluation. The instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on (B)(4) and no product was returned for investigation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.